Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility is reporting issues related to the spectrum infusion pump. Failure to alarm for upstream occlusion when tubing is clamped and an issue of infusion amounts not being fully delivered. There was no known patient injury or medical intervention associated with these events. No additional information is available.